Event description:
In 2008, the pt reported that the piston rod of her infusion device is not fully retracting. She stated that 315 units is displayed on the screen of the infusion device indicating that the piston rod is fully retracted, but it is still 1/4 of the way extended. She stated that she switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.